Event description:
This is a report of a patient who had a break in aseptic technique during peritoneal dialysis (pd), which caused peritonitis. The patient had a break in aseptic technique, described as the patient did not clean the area before starting pd therapy. The patient experienced and was hospitalized for peritonitis. The patient was treated with injection (inj.) Vancomycin (1g, stating dose), inj. Reflin (1g, once daily (od)), inj. Ecomer (1g, od), inj. Amitax (100 mg, od) and heparin (500 international units), routes not reported . Pd therapy was ongoing. It was not reported at the time of this report if re-training on proper aseptic technique had occurred. The patient is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.